Event description:
Pedicle screws placed in lower spine 5/93. The first screws broke after 60 days. The second crews broke after 90 days. The entire fusion collapsed. She walked around for 11 months after that with screws sticking in her. On 4/94 screws and hardware removed, with the exception of the broken screw ends that are still in her spine. At the time of removal, the fusion still had a crack in it. Bone graft was taken from hip. She is now scheduled for more surgery on 11/1/94 for compressed nerve in fusion area. She has been unable to work since 5/93. These screws shouldn't have broken. She feels they were used experimentally. She feels that if she had been told by her dr the record of success she would have never agreed to surgery. Her life and back will never be the same.